Event description:
According to the available information it was reported there was a leak on the device. The physician stated that the tubing that connects to the pump is leaking out since around (B)(6)2025. No intervention has been taken.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted at this time. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump, cylinder 1 and cylinder 2 and the connector / tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the shorter exhaust tubing of the pump; this is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. Abrasion was noted on the exhaust tubing of cylinder 2. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the detached connector/tubing. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2025 and revised on (B)(6) 2026 due to tubing break on right cylinder.